Event description:
Patient's mother reported the infusion device shows no alert/error message. Mother stated the device does not display an a2 (low powerpack warning) or e2 (powerpack depleted). Mother reported the patient returned home and noticed the infusion device was "dead", had no function. Mother stated the patient did not experience any blood glucose level problems. Mother reported the patient did not have a new powerpack, and is now on intensified conventional insulin therapy (ict) with a pen. Mother stated the next morning she purchased a new powerpack and the infusion device started without any problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.